Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely there was insufficient or inappropriate reprocessing. However, a definitive root cause could not be determined. There was no report of abnormality in the subject device. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The following information is stated in the instructions for use (IFU): ¿chapter 5 reprocessing: general policy, chapter 6 compatible reprocessing methods and chemical agents, and chapter 7 cleaning, disinfection, and sterilization procedures of the instruction manual describe how to reprocess endoscopes. The reported phenomenon might be prevented by following the descriptions.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted an endoscopy support specialist (ess) scope reprocessing performing observation request to olympus for evis exera ii ultrasound gastrovideoscope. An olympus endoscopy support specialist (ess) was dispatched on (B)(6) 2023, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The endoscopy support specialist performed an in-service that covered the guidelines on reprocessing the olympus copies per the on-track and manuals. The customer understood that the reprocessing manual is the validated source of instructions. The customer will also be using a non-olympus automated flushing unit, and a non-olympus automated endoscope reprocessor to disinfect their scopes. The ess reported that during observation the customer was missing cleaning brushes maj-1534 and bw-400l for their eus scopes, and moving forward the customer will order and purchase to satisfy the olympus reprocessing manual. Lastly, the ess advised the account to read and refer to the reprocessing instruction manual so they can be more familiar with all the steps necessary to reprocess their scope. There was no patient involvement, or user injury associated with this event.